Manufacturer narrative:
The reported complaints of "during use, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message upon powering up "and "after the lifeband was replaced later during device check, the platform still displayed the ua12 error message" were confirmed based on the archive data review but not confirmed during functional testing. The lifeband used at the time of the event was reported to have had a broken clip, but it was not returned to zoll for evaluation. During testing, no device malfunction was found that could have contributed to the reported ua12 error message. The probable root cause of the reported complaint was the band clip on the lifeband not properly engaging the safety switches in the driveshaft either due to the broken clip on the first lifeband or due to improperly installing the second lifeband, likely attributed to user error.there was no physical damage observed on the returned autopulse platform during the visual inspection.a review of the autopulse platform archive was performed, and it revealed multiple ua12 (lifeband not present) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Further review of the archive showed a couple of ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date, unrelated to the reported complaint. Based on the archive data files, the ua18 error messages were cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR.the autopulse platform passed the initial functional testing without any fault or error. The platform was further tested with a large resuscitation test fixture (lrtf) for approximately 10 minutes with good known test batteries until discharged without any issues, and the customer's reported complaint was not replicated. The belt switch assembly was evaluated as a possible root cause for the reported ua12; however, it was observed within the specification. During further functional testing, the platform failed load cell characterization test, unrelated to the reported complaint. The root cause was due to the defective load cell 1, which was over-reported. The defective load cell was likely attributed to mishandling such as a drop or a defective component. The load cell 1 will be replaced to remedy the fault.awaiting the customer's approval for repair.

Event description:
During patient use, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message upon powering up. The use of the autopulse platform was immediately discontinued. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. After the call, during device inspection, it was noted that the lifeband clip was broken. The lifeband was replaced; however, the autopulse platform still displayed the ua12 error message. Please see the following related MFR report: MFR # 3010617000-2021-00213 for the lifeband (lot # unknown).